Event description:
The patient was undergoing a coil embolization in the ureter using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil to the target location, the physician experienced resistance and the pod coil unintentionally detached within the lantern. Then, the physician attempted to retrieve the pod coil using syringe aspiration; however, the pod coil could not be retrieved. Therefore, the lantern containing the detached pod coil was removed from the patient and the pod coil was flushed. Next, the physician continued the procedure using the same lantern and a new pod coil. The same issue occurred with the new pod coil. Therefore, the lantern containing the detached pod coil was removed from the patient and the pod coil was flushed. The procedure was completed using the same lantern and two ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00046.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: section b. Box 5. Describe event or problem; section d. Box 1. Brand name; section d. Box 1. Unique identifier; section g. Box 5. 510(k). This report is associated with MFR report number: 3005168196-2023-00046.

Event description:
The patient was undergoing a coil embolization in the ureter using pod packing coils (packing coils) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the packing coil to the target location, the physician experienced resistance and the packing coil unintentionally detached within the lantern. Then, the physician attempted to retrieve the packing coil using syringe aspiration; however, the packing coil could not be retrieved. Therefore, the lantern containing the detached packing coil was removed from the patient and the packing coil was flushed. Next, the physician continued the procedure using the same lantern and a new packing coil. The same issue occurred with the new packing coil. Therefore, the lantern containing the detached packing coil was removed from the patient and the packing coil was flushed. The procedure was completed using the same lantern and two ruby coils. There was no report of an adverse effect to the patient.